Event description:
Customer reported receiving a battery out limit on the insulin pump. Customer reported that while trying to manually bolus, the insulin pump's keypad stopped responding. Customer also reported that the insulin pump's act button was responding intermittently. Customer did not recall any significant events leading up to this error. Blood glucose level was 153 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. Operating currents within specifications and no battery out limit alarm noted. The insulin pump has minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.